Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated that patient underwent surgical intervention on (B)(6) 2024 where the ipg and both leads were explanted and replaced. Reportedly effective therapy was restored.

Manufacturer narrative:
B3- date of event is estimated.

Event description:
Related manufacturer reference number:3006705815-2024-01055. Related manufacturer reference number:3006705815-2024-01091. It was reported that one of the patient's leads migrated and the other lead has high impedances. The lead migration was confirmed via x-ray. It was also noted that the patient was experiencing a shocking sensation at the ipg site. Patient reportedly experienced a fall in (B)(6) 2023. As such surgical intervention is pending to address the issue at a later time.